Event description:
It was reported that the footplate on the front riggling was broken.

Manufacturer narrative:
Additional manufacturer narrative: this MDR was inadvertently filed under registration number (B)(4). The correct registration number associated with the reported product is (B)(4).